Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. The patient experienced light headedness. Upon interrogation the right ventricular lead exhibited high impedance and high threshold. The lead was explanted and replaced on (B)(6) 2017.during the procedure the distal helix did not retract. The lead possibly passed through superior vena cava leading to small right hemothorax .small right pleural effusion was confirmed upon CT scan which may have been related to the procedure. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically and replaced during the same procedure. The procedure was tolerated well. The patient was stable before, during and after the procedure.